Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during the fill tubing process. Customer's blood glucose reading was 240 mg/dl. After completion of troubleshooting, the customer was advised that the device was working as designed and that the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.